Event description:
It was reported that during an unknown procedure, there was an unrecognizable problem. The device did not fire. It cut and stapled from only one side, surgery was completed by hand sewing. It was not reported how the procedure was completed. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.